Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patient; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: bridge to recovery or permanent system implantation: an eight-year single-center experience in transvenous semipermanent pacing. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this lead. A death of a patient occurred after a "complicated extraction procedure." The patient had been admitted for staphylococcus aureus sepsis and removal of multiple fractured leads and lead fragments left in situ during earlier procedures. A complete explant of the infected devices was not done due to the condition of the patient. After staying in the hospital for 44 days, the patient expired from ¿multiorgan failure due to severe s. Aureus sepsis.¿ the article also references other deaths; however, the patient expired "sufficiently explained by cardiogenic shock and end organ failure at the time of lead implantation and recurrence of cardiac decompensation secondary to gastrointestinal bleeding." Other failures in the article indicated that the multiple patients had infections, which included: sepsis, bacteremia, endocarditis, and mrsa. The article further references other failure modes of dislodgement, thrombosis, and pericardial effusion. Further follow up did not yet yield any additional relevant information regarding the event.